Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. One day after the onset of the event, the patent was treated with ceftazidime injection (125mg once a day, ongoing). At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.